Manufacturer narrative:
(B)(4). The customer returned a skin graft mesher device for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the damaged side plates, bushings, comb, roller and roller gear. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The skin graft mesher was manufactured on june 24, 2011, and is over 5 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher revealed very little cosmetic damage including small nicks and scuffs. The latching pins engage as intended. The comb was slightly bent on the left hand side. The roller gear was significantly worn and the roller shaft extension was galled. There was also deformation to the roller shaft extension end. The customer¿s ratchet was not sent in for evaluation. The test mesh was unable to be performed due to the nature of the comb. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2016 which included replacement of the damaged side plates, bushings, comb, roller and roller gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection it was noted that the comb was slightly bent on the left hand side. Based on the information that was provided the root cause of the reported event could not be specifically determined. However, during the initial inspection it was noted that the comb was slightly bent on the left hand side, the roller gear was significantly worn and the roller shaft extension was galled. The IFU states that ¿to avoid damage to the comb, the comb must be in the horizontal position before the cutter is installed.¿ and ¿push the pins (b) in until they will go no further. If the handle does not close properly, check the spur gears for proper alignment. Do not force the handle down as this may damage the instrument. Do not force the pins. The pins should slide easily into position. If not, try to re-align or re-install cutter.¿ and ¿if there is trouble with the insertion, verify that the correct ratchet handle is being used. If the correct ratchet handle is being used, then the roller extension end may be misaligned with the similarly shaped end of the ratchet handle. To facilitate alignment, grasp the knurled roller and keep it stationary, then turn the ratchet handle until the two shapes match and then push the ratchet on completely.¿ the skin graft mesher was repaired, tested and returned to the customer.

Event description:
It was reported that the bottom screen needed repair and/or replacement. Initial inspection of the returned mesher revealed the comb was slightly bent on the left hand side. No patient involvement. No adverse events have been reported as a result of the malfunction.